Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen while lead polarity programmed unipolar on hmsc recordings. Patient will be coming in to office for evaluation of lead. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.